Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the synchron triglycerides reagent container they received was cracked and damaged and therefore leaking. The reagent lot number is z105223 which is not distributed in the united states, however, they are the same cartridges and caps that are used in the united states. No injury or exposure was reported.